Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot: 25-feb-2021 . A DHR review could not be performed for this pi. This is the sterile lot number. Please provide the corresponding monument lot number and resubmit. Device history batch null, device history review 25-feb-2021 a DHR review could not be performed for this pi. This is the sterile lot number. Please provide the corresponding monument lot number and resubmit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a patient received treatment for a left lateral femoral condyle fracture with a left condylar va-lcp plate 4.5-5.0, two (2) locking screws 5.0 variable angle in its distal part, and three (3) cortical screws of 4.5 in the diaphyseal portion. Additionally, part of the implants is fixed with two (2) cannulated screws of 4.5 mm of titanium from another supplier. There may be a possible incompatibility of materials since the plate and its screws are made of steel. The surgery was successfully completed. There was no reported patient consequence. This report involves one (1) 4.5mm cortex screw self-tapping 50mm. This is report 4 of 6 for (B)(4).